Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete g2; foreign country - australia.

Event description:
It was reported during surgery that there was an air leak at hose connection to dermatome. There is no harm or delay reported. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h6, h11. Review of the most recent repair record identified no repairs related to the reported event. The reported products were reviewed for compatibility with no issues noted. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There are no additional event details available.